Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the programmer powered-on with an error and recycling power did not resolve the issue. The sales rep took the programmer home and was able to power it on and interrogate devices with no error or issue. No patient complications have been reported as a result of this event.